Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/01/2025, a distributor reported via (B)(4) that an ar-1595t acl tightrope open eyelet spade tip broke during malleting into the femur during an acl procedure. This was completed successfully with no patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the provided information, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field data, arthrex concluded that the most likely cause of the reported failure is user error. This includes misaligned insertion, and/or prying or levering the device during insertion, which resulted in the device breaking and/or being damaged. The complaint allegation could not be confirmed upon reviewing the customer¿s attached photograph, which appears to show the broken portion of the reported ar-1595t drill pin, acl tightrope®, open eyelet, 4 mm. However, the image quality is insufficient to clearly determine which side of the pin was fractured. Appears to be the back of the pin (eyelet), not the tip.